Event description:
It was reported by service report that there is fluid leaking on the stretcher and the fowler would not go completely down. There was pt involvement, however, no adverse consequences are reported.